Event description:
Pt contacted dexom technical support on (B)(6) 2012 to report that she had experienced a hypoglycemic episode. Pt went to bed after measuring her bg at 211 mg/dl. Around 4 am in the morning, pt's bg was at 39 mg/dl. Pt's husband called paramedics and they administered sugar through IV. Pt reports that she did not hear cgm's alarms go off. While on the phone with pt, dexom technical support tested cgm's alerts and both alarms and vibration tested successfully. At the time of her call to dexcom technical support, pt reports that she was doing fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.